Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. The device failed a charge and boot test. Data could not be downloaded or retrieved. Functional testing could not be performed. A communication tool audio test could not be performed. A manual "try-it" test was performed and failed. The device was opened for an interior inspection and passed. Speaker resistance was measured and fell within the device specification. The complaint confirmation of no audio output could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.